Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation as well as the lack of device evaluation, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the light source lamp did not light. The issue occurred during preparation for use for a diagnostic laparoscopic procedure that was completed by using a similar device. There was delay and no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.